Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse adjusted the cup pickup assembly claws that were open at the incubator. The claws were hitting the side of the cup. The fse also upgraded the software to rev. 2.51. The customer ran pth patient controls and quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2160 c.transfer not detected cup was the cup claws needed to be adjusted.

Event description:
On (B)(6) 2016, a customer reported error 2160 c.transfer not detected cup on the aia-900 instrument. The customer was advised to clean the cup picker/cup present sensor. The customer runs patient samples on pth kidney marker. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.